Manufacturer narrative:
Upon evaluation by the local pelton and crane distributor it was determined the set screws and roll pin were not installed by the distributor during installation. The set screws and roll pin will prevent the light from unscrewing from the pole after installation. Pelton and crane reviewed with the distributor the proper installation process of the set screws and roll pins.

Event description:
The dentist was positioning a pelton and crane helios ceiling mounted dental light for use when the light fell down towards the floor hitting the patient on the forehead and left shoulder resulting in contusions to the patients forehead and left shoulder area. A second person (dentist) was involved in the event. Please see MDR #1017522-2014-00008.